Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed leaking into the dialyzer outside of the membrane and the machine alarmed. Estimated blood loss was 250cc's. The pt did not require any medical intervention. Actual sample was discarded and companion sample is available but has not been received by the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.